Manufacturer narrative:
Device history records were reviewed for pv-acrec-04m, lot c24-0238, and no manufacturing abnormalities were discovered. All dimensional inspections were within specification. Nonconformance history was reviewed for this case, and no nonconformances were identified. The root cause of this event could not be identified based on the available information. The following corrections were made from the intiail MDR submission- a1, b2, b3, b4, b5, d1, d2, d4, g3, g6, g4, h2, h6, h10- as incorrect information was initially provided. All content was corrected in this report.

Event description:
It was reported that the pelvic implant designed in case(B)(4) was unable to fit into the patient's anatomy; therefore, an off-the-shelf option was implanted instead. This event resulted in approximately 60-minute delay. This report captures the my3d personalized pelvic recontruction implant. This event will be reported to the FDA as a serious injury due to the 60-minute surgical delay.

Manufacturer narrative:
The root cause of this complaint was not determined. Based on the review of known device history records, the investigation concluded that the root cause of the alleged infection was not related to the design, manufacture, and/or sterilization of the revised implants.

Event description:
It was reported that a patient implanted with an eleos distal femur replacement was revised on (B)(6) 2025 due to an alleged infection. This report captures the eleos poly spacer. This event will be reported as a serious injury due to the revision procedure.